Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 5/27/2014 - medical records received for right hip revision surgery. Patient's right hip was revised to address disability. Upon revision, metallosis, a 500ml pseudocyst with slightly brown tinged fluid under pressure, brownish debris, and several layers of scar tissue were noted. The information received does not change the MDR decision. This complaint was updated on: 06/23/2014.

Event description:
Bilateral patient. Litigation alleges that patient suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. Update: (B)(6) 2012 #150; plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 09/25/2014 - plaintiff's preliminary disclosure form with medical reocrds was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/14/2014.